Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected, vitros tropi es results were obtained from samples from two different patients when tested using vitros tropi es lot 3460 on a vitros 5600 integrated system. The most likely assignable cause is an instrument related issue. Pre-service vitros tropi es precision testing performed was not within acceptable guidelines, suggesting an instrument issue was likely a contributing factor of the higher than expected vitros tropi es results. An ortho field engineer (fe) performed service actions on the instrument and repeated tropi es within run precision tests. After the completion of the service actions, acceptable within run tropi es precision data was reported, indicating that the vitros 5600 system was performing as expected post fe actions. Based on historical quality control results, a vitros tropi es lot 3460 performance issue is not a likely contributor to the event and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3460. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3460 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results from two different patients using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 initial sample, vitros tropi es result of 0.757 ng/ml versus the expected result of < 0.012 ng/ml. Patient 2 initial sample, vitros tropi es result of 0.429 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory as the customer repeats all higher than expected vitros tropi es results for confirmation. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).